Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer was not treated yet. The patient has been experiencing low blood glucose for since starting pump. The patient was admitted to the hospital. Customer's blood glucose in time of admission was unknown. The patient was in vehicular accident but was not driving.